Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The provided image shows the instrument in a foil bag. No details of the product can be seen in the picture. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as "external - use error". Based on the complainant's statement regarding grasping an lens and the product's directions for use (dfu) defining that the products are "intended to be used in vitreoretinal surgery for grasping or cutting of intraocular tissues", it is concluded that the product was used outside of its intended use. The investigation is completed based on this information, determining use error as the root cause for the reported event. No actions are required since the defect occurred during use for a purpose not covered by its intended use, which is communicated in the product's dfu. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, the ophthalmic forceps broke inside the eye while attempting to retrieve the lens. It is unknown whether the procedure was completed. The procedure details and patient harm were not reported. Additional information has been requested, none received till date.